Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the dreamtome's cutting wire disconnected from the catheter while outside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok".

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the dreamtome's cutting wire disconnected from the catheter while outside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok".

Manufacturer narrative:
Visual evaluation of the returned device found that the exposed cutting wire was bent and had separated from the anchor within the extrusion of the distal pierce hole. The cut wire remained attached to the device at the proximal pierce hole. Examination of the solder joint between the cut wire and anchor notch, found the solder joint melted allowing the cut wire to separate from the anchor notch. The condition of the returned device was consistent with the complaint that the cut wire disconnected from the catheter. Review and analysis of all available information is unable to identify the root cause for this event. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
Patients age is unknown, however, the patient is over 18 years. The reported event of cutting wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.